Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- upon reception, the returned smarttouch tablet was tested, and the reported behavior was reproduced, as bluetooth communication was not functional. - the observed issue most probably resulted from a deactivation of the bluetooth adapter, although the exact root-cause could not be determined with certainty. - it should be noted that only a manual reactivation of the bluetooth communication allows to restore correct functioning. - the tablet followed the repair workflow (including a re-ghost to restore its initial configuration) and was returned to the field.

Event description:
Reportedly, during the implantation of an alizea pacemaker, no bluetooth communication could be established. The same issue occurred with other pacemakers.